Event description:
The manufacturer received a call from a representative in 01/2003. The representative reported the following problem: when customer tried to use vent it would not power up. Unit was plugged into ac power source, did not try on internal battery. Condition was detected when rt tried to put in patient settings. Unit was not on patient at time of failure. Unit did not alarm. Received additional information in 1/2003: event description: event date 2003; (rt) plugged in ltv to charge for 1 hr. After 1 hr respiratory therapist went to set patient settings and tried to turn on machine. It did not turn on. (Lights were on for charging). New ltv out of box - no patient involvement.